Event description:
Egd scope "(gif-h190 (B)(4))" was introduced into the pt for an edg. Once the scope was inside the pt, the dr asked for forceps. When the surgical tech tried to introduce the forceps into the biopsy channel, he was unable to feed the forceps through. The scope was removed from the pt and sent to the reprocessing room. Upon further investigation the inside of the biopsy channel was shredded, and a string was found inside the channel. Channel was immediately boxed and sent out for repair. The scope was last used on friday (B)(6) 2022 and records verify scope was cleaned properly and was successfully high level disinfected. No particles from inside, the scope was pushed inside of the pt.